Event description:
It was reported each of the three speedscrew knotless implants were partially inserted into the bone respective bone holes but abruptly stopped before complete insertion. The physician could not advance the implants any further using the inserter. No misalignment or toggling of inserter shaft was noted intra-operative. The physician reverted to excessive malleting to advance the implants far enough into the bone to ensure all threads were covered. It was noted implants were distorted as a result of the physician's malleting. The surgeon was able to use the biter to complete the insertion. Adequate fixation was reportedly achieved. No pt complications were reported as a result of this event.

Manufacturer narrative:
Reference MFR reports: 9019871-2012-00199 and 9019871-2012-00201.